Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the programmer¿s screen displayed a system error. It was noted the programmer had a data error while reconfiguring the hard drive; the hard drive was found out of electrical specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that when the programmer was powered up it showed an error (serious programmer problem screen ) and a black screen and failed to boot. The programmer was returned for repair. There was no patient involvement.